Event description:
It was reported that the lead was opened but not used during the implant procedure. The helix extension and retraction performance of the lead was not smooth prior to use in the patient. Additionally the physician noted that the helix did not fully retract. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.